Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. It was noted that the atrial lead was exhibiting low pacing impedance and undersensing. The device was reprogrammed (B)(6) 2020. There were no patient consequences.